Manufacturer narrative:
Date rec'd by MFR: 21aug2019. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The output of the battery was zero. The manufacturer's international service technician replaced the battery and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019.

Event description:
It was reported that the unit declared a "battery failed" alarm immediately after the unit was powered on. There was no patient involvement.